Manufacturer narrative:
(B)(4). Investigation result: a visual examination of the complaint device revealed that the device did not have any visual defects. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge but none of them showed abnormalities. Functional analysis was performed, and the balloon was inflated; however, a pinhole was found under the ro marker. This failure is likely due to an expected or random component failure without any design or manufacturing issue. Therefore, the most probable root cause is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018.   According to the complainant, during the procedure, the balloon would not inflate. The procedure was completed with another hurricane rx dilation balloon.   There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.  Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event.